Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, a visual inspection of the pump revealed that the battery compartment was cracked. The battery cap threads were observed to be stripped and the cap had to be forcibly removed from the pump. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.